Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient stated she does not think her pump is delivering insulin correctly. Patient stated her blood glucose level now will be anywhere from 250-400 mg/dl. Patient reported she will bolus with the pump 1-3 times but her blood glucose will not go back down. Patient stated she will have to give herself insulin with a syringe for her blood glucose level to return to her normal range. Patient believes her elevated blood glucose level is due to her pump under delivering insulin. No adverse event reported. Requested return of the alleged pump, cartridge, adapter, and infusion set for evaluation.